Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor¿s snap-in locking mechanism not functioning as intended, resulting in the pump not seating without depressing both blue levers, was not confirmed. The centrimag motor (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis, and this event will be reopened with further investigation if the product is returned. The 2nd generation centrimag system operating manual provides information regarding emergency / troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, then place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document also instructs users on how to properly secure the pump within the centrimag motor. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. He serial number of the centrimag motor was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: there was no patient involvement reported. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the snap-in motor locking mechanism was not functioning properly. The pump would not seat into the motor without depressing both blue levers.